Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the transfer set. The customer was unable to disconnection their transfer set from a 2000ml ultrabag. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3: event date: 11/15/2020 (previously submitted as 11/17/2020). Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the main body. The insert was not present on the female connector however, there was evidence that one was previously present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was connected and leak tested with an in lab patient connector with no issues. The reported connection issue was not verified, however the cause of the separation issue was due to inadequate solvent to the mainbody during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.